Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 and mesh was implanted. The patient experienced tape erosion in urethra. Patient reported cystitis recurrent. Cystoscopy revealed the tape fibres on the right side of mid-urethra. Patient referred to tertiary care and magnetic resonance imaging (MRI) done. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Other relevant patient history/concomitant medications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure symptoms. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? Describe any medical/surgical intervention for the recurrent cystitis including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product name, code and/or lot number? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002: device not returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, d1, d4, h4, h6. Additional information was requested and the following was provided: the diagnosis and indication for the index surgical procedure? Urodynamic stress incontinence and cystocele underwent physiotherapy and not responded. Now fully relieved of stress leaks. Were any concomitant procedures performed? Anterior repair for cystocele what was the initial approach for the index surgical procedure? Anterior repair followed by the tvt. Were any concurrent devices implanted? None. Were there any intra-operative complications? None. Other relevant patient history/concomitant medications? Is on immuno-suppressants for ibd and arthritis. When was the mesh exposure first noted by a physician? (B)(6) 2025 please provide the mesh exposure symptoms. Recurrent cystitis, no pain, noticed slowing of urine flow. Describe any medical/surgical intervention for the exposure including dates and findings. Uroflows on (B)(6) 2025 voided 468 ml, vmax 17 ml/sec, post-void residual <10 ml MRI pelvis - (B)(6) 202025. MRI images reviewed shows the tape in normal position with a small area in mid-urethra seemed close and may be the site of tape erosion in the urethra which was noted on cystoscopy. Was the exposed mesh excised? Referred to mesh centre at st mary¿s for further management. Were any deficiencies or anomalies noted with mesh device? Not known. Describe any medical/surgical intervention for the recurrent cystitis including dates and findings. E coli grown on the msu, had trimethoprim od for 3/12 in the past and had nitrofuurantoin 2 weeks course at last visit in end of (B)(6) 2025. Alos vaginal estriol ointment given. Hiprex tab to reduce cysitits could not be taken as interacted with sulphasalazine. Manages her prolapse ¿ now recurrent cytocele, uterine prolapse with a gellhorn pessary self manages. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Nothing to explain as the index procedure uneventful. Had an episode of e coli post op period treated with antibiotics, well on follow up in (B)(6) 2014, cystitis in 2016, cystoscopy nad (B)(6) 2017. What is the patient's current status? Well. Awaiting an appointment at mesh centre product name, code and/or lot number? Gynecare tvt 830041bl, lot 3711055. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.